Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lap cholecystectomy, the deployed clip was unformed (scissoring). The device was used on the blood vessel. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.